Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 500 mg/dl and treated with manual syringe. Customer was able to resolve no delivery with plunger push. Customer was also advised that insulin pump was functioning as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.